Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This product, (B)(4), was reported in error. Due to the problems being reported/reasons for revision, the cup and sleeve are not the subject of the complaint.

Event description:
The complaint has been reopened because it was reported that the patient was revised on (B)(6) 2013 to address osteolysis. A small part of the greater trochanter had pulled off (reasonable to conclude this was due to the osteolysis). Significant metal debris was found at the trunnion of the head and stem.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.